Manufacturer narrative:
The device has not yet been received for evaluation. Should new relevant info be received a supplemental form will be completed.

Event description:
It was reported that the wake button has stopped working. The device turns on when plugged into a power source. There was no impact to customers' blood glucose level.

Event description:
In addition to initial report, the customer stated that they woke up with low blood glucose levels (61 mg/dl). Customer did not know the cause for low blood glucose levels, and declined troubleshooting. Blood glucose levels were stabilized with 15 grams of glucose.